Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs are completed, and proper device operation is observed through functional and performance testing, the device will returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not charge for defibrillation when the charge button was pressed. This was observed when evaluating the device for a non-critical issue. There was no patient use associated with this event.